Event description:
It was reported that: after coming back from break, the baby was found to be tachycardic, tachypneic with some increased desaturations. Baby's temp was 101.9 degrees fahrenheit. The device was supposed to be on servo control. It was found that the air temp had increased to control temp which was set for 35.4 degrees celsius. The isolette has gone into air control instead of servo control. When the user attempted to change the device back to servo control, the isolette alarmed and posted a probe malfunction message. The probe was changed. At 16:00, the isolette was turned off and the doors were opened to allow the unit and baby to cool down. At 16:40, the baby's temp decreased to 100.9 degrees fahrenheit. The user attempted to turn the isolette back on several times. Each time the device "beeped", and the display screen "blinked" and the device did not fully function. The baby was transferred to another device. At 17:10, the baby's temp was 98.9 degrees fahrenheit. The baby's temp and vital signs were monitored until they returned to normal. There was no report of injury or death.

Manufacturer narrative:
The facility biomedical staff replaced a pcb, and the device was put back into use. The component was returned for eval. The component was performance tested in a test fixture and then in an actual device by the MFR. The pcb functioned to spec. The MFR has not been given access to the device at the facility for any further eval.